Manufacturer narrative:
Philips service replaced the sd1 connection board, sib_x_hb, pan handle ttcb, cfsib_hb, service part review module, and box tbcb board ad7, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that limited stand movement occurred due to fluid contamination and corrosion on the sd1 connection board on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.